Event description:
It was reported that the customer received multiple occlusion alarms during basal delivery. The customer's blood glucose level was impacted (300mg/dl). The customer reverted to manual insulin injections for diabetes management. Reportedly, the customer was using apidra insulin and has currently stopped using the pump until discussion with the health care provider to possibly change the insulin to novolog.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.